Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed check settings. Customer reported that she is experiencing low blood glucose levels. Customer's blood glucose reading was 50 mg/dl. Customer attributed her low blood glucose to her settings needing to be adjusted. Assisted customer with programming the insulin pump. Product is not being returned or replaced.